Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire being severed, damaging all wires except the black gel fire wire. Within the cable. The root cause for the severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.